Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that an implanted intraocular lens (iol) was "broken" in the optic. The break was noticed in a review. The lens remains implanted with no affect on the patient. Additional information was requested.

Manufacturer narrative:
A photo was provided of the lens in the eye. There appears to be damage to the optic, possibly split/cracked damage or a scratch. The area is located near one haptic. Viscoelastic was not provided. Based on our observation of the attached photo of the lens in the eye, there appears to be damage to the optic, possibly split/cracked damage or a scratch. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).